Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer intermittently has to press the touchscreen multiple times for the pump to respond. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.